Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 405 mg/dl at the time of incident. The customer¿s current blood glucose level was 116 mg/dl. The customer was treated with manual injection. Troubleshooting was performed for high blood glucose. The customer also stated that the reservoir had air bubbles. Troubleshooting was continuing for air bubble and noticed that the customer did not allow insulin to warm to room temperature prior to filling reservoir. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test sensor passed per specification. Also performed bicarbonate buffer test (B)(4). Sensor failed per specifications due to low readings. See attached file for details.